Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecific drug infusion. At the time of this report, the patient has recovered from the event. On an unreported date, dianeal therapy was discontinued. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
Event date - in (B)(6) 2021, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.